Event description:
It was reported that there was t-wave oversensing and that the patient received inappropriate therapy and ventricular fibrillation. The patient was admitted to the hospital. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.